Event description:
It was reported by service report that there was no power to the auxiliary outlet. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results - breaker tripped. Conclusions - breaker reset.